Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically open filter, designator fl29.

Event description:
The customer contacted physio-control to report that their device had failed a user test. Additionally, multiple non-critical event codes had been logged into the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it could not deliver adequate defibrillation therapy. When 200 joules was selected, the device only delivered 17.4 joules. Additionally, only the negative portion of the biphasic waveform was delivered, resulting in monophasic shock delivery.